Event description:
It was reported by ding et al in a literature publication titled comparison of cervical disc arthroplasty with anterior cervical discectomy and fusion for the treatment of cervical spondylotic myelopathy: seventy-six cases of single-level cervical spondylotic myelopathy with a minimum follow-up of two years were retrospectively analyzed. Thirty-seven patients underwent single-level cervical disc arthroplasty (bryan disc: 12 cases; prestige lp disc: 25 cases), while the other 39 patients underwent single-level acdf (atlantis plate). Significant improvement in sf-36 physical/mental component scores and ndi score was found in both groups (p <(><<)> 0.05); however, the arthroplasty group had significantly greater score improvement at each follow-up time point (p <(><<)> 0.05). The joa score and nurick grade improved significantly at each time point in both groups (p <(><<)> 0.05), but there were no significant differences between the groups (p > 0.05). The range of motion (surgical level and c2c7) remained unchanged in the arthroplasty group (p > 0.05), whereas it decreased significantly in the acdf group (p <(><<)> 0.05). The arthroplasty group had a lower incidence of complications than the acdf group. The intermediate outcomes of cervical disc arthroplasty compared favourably to those of acdf. Arthroplasty avoids complications from spinal fusion by preserving mobility. In the arthroplasty group, there were 21 males and 16 females with an average age of 45.4 years (range, 30-62 years). In the acdf group, there were 3 males and 16 females with an average age of 47.5 years (range, 33-63 years). In the arthroplasty group, dysphagia was reported in three patients.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.